Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the cell-dyn 3200 analyzer is generating hgb and hct that are not matching. The initial hgb result = 6.8 g/dl, hct = 37.8, the sample was retested and the hgb = 13.0 g/dl and hct = 38.4%. Field service was requested. There is no impact to patient management reported.